Event description:
Dealer stated that the end user alleges that he was getting a m2 error fault code. Dealer stated the power chair works intermittently and when going over a bump it stops and flashes the error. Dealer stated there were no injuries nor any issues of abandonment associated with the incident.